Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time) - tnt stat on an e601 analyzer. The sample initially resulted as 0.28 ng/ml and this value was reported outside of the laboratory. The sample was also automatically repeated by the analyzer, resulting as 0.01 ng/ml. The patient was sent to a "cath" laboratory at a (B)(6) hospital based on the initial 0.28 ng/ml value. A follow up sample collected at the sister hospital resulted as negative for troponin t. The customer then repeated the original sample and it resulted as 0.01 ng/ml. The repeat result was believed to be correct. It was confirmed that the patient was not catheterized or treated. The patient is currently stable and was not adversely affected. The tnt stat reagent lot number was 12538800, with an expiration date of 01/31/2017. The field service representative determined that the issue was related to sample integrity. The customer claimed that the issue was isolated to one occurrence. Control recovery before and after the event was acceptable. He checked the function of all components of the analyzer. He ran performance testing and all results were acceptable. The system was found to be working within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.